Event description:
A report was received that the patient was experiencing difficulty charging her implant. The physician recommended that the patient's ipg be replaced, as she has had it for a few years. A revision procedure has not been scheduled at this time.